Event description:
General report received from customer of eight bolus cords having a short in the plug. Although requested, the reporter was unable to give specific pt or event info. There were no reports of any adverse pt effects. Additional pt info was requested, but no further info was available.